Event description:
The user facility reported that while a physician's assistant was using a syringe to inject a topical anesthetic the solution leaked through a crack in the barrel and squirted them in the eye. The user was immediately treated. With an eye wash and followed-up with an appointment to an ophthalmologist the next day. Pt's current condition is reported to be fine.